Event description:
It was reported a balloon ruptured at eight atms during an iliac angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval revealed a circumferential tear 3/4 around the balloon located in the distal transition zone 2 millimeters distal to the distal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Co's follow up also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon. Ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Delfate the balloon. Do not reinflate and remove carefully."